Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the pfa/af procedure, fiber like particles were noted on the distal end of the catheter when removed from the sheath. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. No visible damage was noted on the catheter. There were no insertion or removal difficulties.